Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue. Additionally, it was reported that the battery gauge was fluctuating. The customer's blood glucose was 120 mg/dl. The customer continued to use the pump for insulin therapy.